Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the unit's handle had seized on the drive shaft during testing. The handle was removed, but there is some damage to the shaft. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the ratchet gear and bottom roller were damaged and caused the handle to seize. The ratchet gear and roller were replaced which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.